Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually, and bubble tested. The outer packaging was punctured causing a breach in the sterile barrier. The complaint is confirmed for this device. Merit is unable to determine the exact root cause for the damage to the outer packaging.

Event description:
The distributor reported that a hole in the sterile package was identified during their initial inspection of received product. The device was not sent to a user facility.